Event description:
Patient's ot basic meter would not power on. Pt went to emergency room because pt was experiencing frequent urination. A lab test was done to test blood glucose level and the result was 289 mg/dl. Pt was given an IV to lower blood glucose. Two unsuccessful attempts to contact the patient were made to obtain more clinical information. The issue with the meter was not resolved.